Event description:
First device was difficult to load - needle got jammed and we could not remove the metal crimp. Second device form the same box did not cut the suture on the last two stitches. We cut the last two stitches with scissors. Device had patient contact but no patient harm. Manufacturer response for cor-knot mini device, (brand not provided) (per site reporter). Product picked up.